Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain, diarrhea, cloudy effluent and fever. Three days prior to the peritonitis diagnosis, the patient experienced abdominal pain, diarrhea, cloudy effluent and fever. The cause of peritonitis was unknown. Two days after the initial symptom onset, the patient began treatment with fluconazole (200mg loading dose and 100mg maintenance dose, discontinued) for peritonitis. The same day as the peritonitis diagnosis, the patient was hospitalized and was treated with unspecified antibiotics (ongoing) and heparin for the event. It was also reported that pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. On an unknown date, the patient recovered from abdominal pain and diarrhea. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.